Manufacturer narrative:
Baxter received the device for evaluation.  A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem, unspecified failure, was not reproduced. The evaluator found the device to function as intended and no correction is required. The event history log review was completed and the customer reported problem could not be confirmed through the event history log. There were zero system errors recorded in the log and no abnormalities observed during the last days of customer use. The reported condition was not verified. The device was found to deliver within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had unspecified failure. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.